Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-23399. It was reported the patient presented remotely via merlin.net. Upon interrogation, the pacemaker exhibited sudden premature battery depletion while the right ventricular lead exhibited failure to capture and noise from electromagnetic interference (emi). No intervention was made. The patient was in stable condition.